Manufacturer narrative:
Evaluation summary: the returned shell shows damage to one of the anti-rotation tabs and the shell face adjacent to the damaged tab. It appears this damage was caused by impact. The returned liner shows a circular shaped indentation near the polar boss. Based on the information above, one or both of the factors listed below may have contributed to the inability to seat the liner: the liner may have impinged on a screw head sitting proud from the ID of the shell, and/or the damaged anti-rotation tab may have prevented the liner from seating completely into the shell. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that when attempting to implant the liner, the surgeon could not get it to fully seat. He attempted numerous times to implant the liner with no success. Finally, he removed the shell and screws and asked for new implants. He then re-reamed the acetabulum and implanted a new 50mm cup with bone screws and implanted the new liner with success.